Event description:
When placing spine cage into place, the cage malfunctioned and broke into many pieces. The surgery was prolonged as the pieces needed to be removed. Reason for use: lumbar stenosis l4-5. Explanted device during procedure as the device malfunctioned.